Manufacturer narrative:
The insulin pump powered up properly after battery installation. It had operating currents within specifications. It was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However it was received with intermittent buttons due to unlocked connector at lcd board. It also had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 122 mg/dl. The customer stated that the issue was not resolved after receiving a replacement battery cap. The device was returned for analysis.